Manufacturer narrative:
The user facility reported that an alarm occurred in addition to the reported event. The instruments/products present during the time of the reported event were removed and reprocessed before use. A steris service technician inspected the washer and found that one of the caps on the water manifold adaptor came off. The cap came off while the washer was filling with water. When the cap came off the manifold adaptor it caused water to contact the door obstruction sensor thus causing the alarm as reported by user facility personnel. The alarm would not allow the washer door to close subsequently causing water to flow out. The washer manifold subject of the event is where the chemical lines attach and inject while the washer is filling with water. The chemical lines connect to the manifold via the adaptors. If an adaptor is not connected to a line, it is closed with a cap. The technician reinstalled the cap, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that during a cycle water leaked from their reliance 444 washer. No report of injury.